Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. In this MDR, bd corporate headquarters in (B)(6) has been listed. As sbdm is an OEM manufacturing site. Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Investigation: the complaint samples that we have received were three pieces of syringe 50ml 18g x 1-1/2 and they are supposed to have foreign material (fm) in the barrel. We investigated it to find out the root cause of the case. We analyzed them to investigate the fm between the gasket and barrel of each complaint syringe sample. As we conducted visual inspection of the complaint sample, we suppose that it may be plastic pieces. We implemented fm analysis with ir instrument for further investigation. Based on the fm analysis result as above, we found that they are polypropylene which is the same material as of raw material for syringe barrel. When we checked our molding manufacturing process of 50ml syringe barrels we suppose that it may be occurred during runner crushing work. The runners may be jumped out to the barrel part bag nearby and worn-out protective curtain may not be functional to protect them rightly. So they may put into the complaint barrels and assembled with normal components. It may be the cause of the complaint case. Based on the investigation result of the complaint case, fm in syringe barrels, we suppose that it may be occurred during runner crushing work. Our actions to prevent the recurrence of the case are as follows. 1. We had quality training on this customer complaint for injection molding line workers. 2. We are implementing tightened product 'process monitoring to protect recurrence of the same case and strengthening quality inspection for molding parts/assembly process. 3. We fabricated and installed new protective acrylic guard to protect the runners¿ jump out from the crusher while crushing work. We will do our best to provide good quality products through continuous monitoring and quality improvement in our manufacturing process. CAPA-(B)(4). (B)(4).

Event description:
It was reported that a foreign material was found inside a syringe 50ml 18g 1-1/2in sbdm before use. No injury or medical intervention.